Manufacturer narrative:
Block b3: exact date unknown, event occurred the following evening the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed weakness and pain in the lower extremities a day after the spinal cord stimulator (scs) was implanted. It was also noted that the patient had disc herniation that was causing canal stenosis. The patient was admitted in the hospital and underwent a lead replacement procedure. The patient was doing well postoperatively, and the explanted device was not return per facility policy.